Event description:
Healthcare professional reported via national breast implant registry (nbir) manufacturer registry specific data report (mrsdr) "infection", "seroma" and "skin necrosis". This record is for the right side. Device was explanted.

Manufacturer narrative:
The event of "necrosis, seroma-late, and infection (unknown onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis, seroma-late, and infection (unknown onset).